Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had a cgm accuracy issue the day after the sensor was put into the arm. Of note, the patient was ¿not feeling well¿ and was vomiting. No cgm/bg comparison values were provided. The patient was wearing a tandem insulin pump. Around 3am on (B)(6) 2024, the patient was vomiting and fainted. Therefore, the patient¿s wife drove him to the emergency room (ER). At the ER, the patient¿s cgm was reading 240 mg/dl and the bg meter was reading 580 mg/dl. The patient was treated with insulin and zofran. The patient was discharged home after approximately 12 hours. The patient was fine at the time of the report. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient was vomiting. The reported glucose values fall within the c zone of the parkes error grid while the patient was in the emergency room. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.